Event description:
It was reported that the 9800 system heated to 80% after only 8 seconds of high level fluoro (pulse mode selected). There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the tube fan. Tube fan replaced. The system was tested and found to be working as intended and placed back in service.